Manufacturer narrative:
Method: analysis of log files obtained via modem connection to device and analysis of device's software code. Manufacturer's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired and wireless connection. Investigation proceeded by analysis of the subject device's internal log files. Examination of the log files found that a bedside device connected to the acuity system began issuing corrupted data packets. The acuity systems connected to the acuity network recognized the corrupted data packets and began issuing error messages. The primary acuity system initiated an automatic reboot in response to the volume of the error messages. During an automatic reboot, the pts connected to the rebooting system switch over automatically to the backup system. In this case, the still high volume of error message traffic on the network delayed the automatic transfer, resulting in a temporary inability to monitor pts from a central location. Acuity tech support assisted the customer in clearing the error conditions and rebooting the systems to restore normal operation.

Event description:
The customer reported that an acuity central station and it's backup station had both rebooted, resulting in a temporary loss of centralized monitoring. Pt bedside monitors would continue to function during the episode. There was no pt harm associated with this episode.